Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition and has been removed from service. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The reported condition will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump experiencing a "500:320 error code ". This problem was identified during bio-med testing; however, the event occurred in "central sterile " department. According to the facility representative there is no patient involvement. No patient injury or medical intervention was reported. During the product evaluation at baxter, it was discovered that failure code 500:320 occurred during infusion on channel a, which interrupted delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.